Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported according to the hcp that managed the patient's pump, the pump was flipping over back and forth. She reported completely normal and accurate refill volumes. The patient had also complained of lower extremity swelling. The hcp was asking if the rep had seen this in patient's with dilaudid in their pump. There were no environmental/external/patient factors that may have led or contributed to the issue reported. Surgery was scheduled on (B)(6) 2018. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.